Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2020. Corrected information: b1, h1 - additional information was received and the reported event did not occur. This event is therefore, not malfunction reportable and this medwatch report is being voided.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the name of this surgical procedure? Unknown. Did the needle break or did the needle pulled off from the suture when removed from the packaging? Needle pulled off when taken from packaging. Please confirm device issue occur before use on patient or during actual suturing? Yes. Procedure name and date? Unknown. Event date? Unknown. How was case completed? With new suture. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? No. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and a suture was used. During the procedure, the suture broke while suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.